Event description:
It was reported that this right atrial (ra) lead exhibited an alert due to out of range impedance. Due to patient condition of atrial fibrillation (atrial fibrillation (af) it was discussed new configuration parameters. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).